Event description:
Customer indicates that he was hospitalized because he used the product bd ultra fine ii (sku 328328) to administer a medicine, since the needle remained inside of the genital area (the skin) and therefore, had to be hospitalized, the customer attached all the documentation of the processes that were made in the hospital.

Manufacturer narrative:
Correction to: h6 (type of investigation, investigation findings, and investigation conclusions). Investigation summary: samples were received and an investigation was performed. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Embecta was able to duplicate or confirm the indicated issue and based on trend analysis no further action is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Based on the above, no additional investigation and corrective/preventative action (CAPA) or situational analysis (sa) is required.